Manufacturer narrative:
V.mueller is not the manufacturer of the cushing nerve hook subject of reported event. Steris has notified the manufacturer avalign technologies, inc. Of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our policies and procedures. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5148469 "tip of micro nerve hook broke off in surgical site. Piece was able to be retrieved and with no damage to surrounding vessels." No report of injury.